Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the production process of this ICD were reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. The ICD underwent a status interrogation, and the device memory was analyzed. The device status was eos, matching the clinical observation, and 21 charge processes had been documented. The charge drawn from the battery was checked and turned out not to be as expected. The eos state was reset with the help of a technical programmer, and the icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device detected the fibrillation signal as expected and began to charge the high-voltage capacitors. The defibrillation shock was delivered, but the specified energy level was not reached. The ICD was then opened. The visual inspection of the internal structure showed no irregularities. The battery voltage was measured directly. A discharged battery was detected. The electronic module was then connected to an external voltage source and underwent an electrical function check. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached. Especially the analysis of the current uptake of the electronic module proved to be inconspicuous. The battery was returned to the manufacturer for an extensive analysis. First, the production documents of the battery were reviewed, which showed no anomalies. Subsequently, the voltage and the heat tone of the battery were examined. A discharged battery was confirmed during the measurement of the battery voltage. A performed microcalorimetric measurement showed no anomalies. The battery was then opened, and the internal structure was inspected visually. During the visual inspection, a damaged insulation was detected. This damage enabled an increased battery-internal self-discharge, which subsequently led to the clinical complaint. In summary, premature battery depletion was detected during the analysis of the ICD. The clinical observation resulted from an increased self-discharge of the battery. The electronic module proved to be without defects.

Event description:
After an implantation period of approx. 68 months, it was reported that the device reached eos status. The device was explanted.